Manufacturer narrative:
Device not returned. Additional manufacturer narrative: attempts were made to obtain additional information regarding the event; however, no information was provided. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately one day. No further details were provided. Attempts were made to obtain additional information regarding the event; however, no information was provided. According to our records, the patient had the device replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction or deficiency.